Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report 1627487-2013-23013. The pt was implanted with 1 model 3186 lead and 2 model 3166 leads (from the same lot). It was reported, the pt experienced ineffective stimulation with her scs system. A sjm representative offered reprogramming; however, the pt refused. The pt's scs system was explanted on 08/28/2013.